Event description:
The customer reported that the system displayed an interlock failure and failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections to the power motor relay pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.